Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition wasn?t confirmed during sample evaluation. Actual sample was available at the plant for evaluation. No defect was observed during visual inspection and the sample was found to be working within specification during functional testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510(k) number. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A pharmacist of the facility reported to baxter (B)(4) of a vented paclitaxel set in which the operator found blockage in its filter. A no flow of an unknown solution was observed at the filter site. The reported condition occurred during patient use. A patient was involved but there was no report of patient/user injury or medical intervention in association with this event. No additional information is available.